Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that reservoir leaks at below 2nd o ring. The customer's blood glucose was 240 mg/dl. The customer also reported insulin flow blocked alarm. Customer reports alarm occurred during fill tubing. Assisted customer with performing displacement test. Test was passed. The product was not returned for analysis.